Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge quickly. In addition, the usb port was difficult to insert. The customer's blood glucose ranged from 100-200 mg/dl. Multiple attempts were made to follow up with the customer; however, no response was received.